Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine follow-up this pacemaker and competitor right ventricular (rv) lead were found to exhibit high out-of-range pace impedance measurements that had been trending higher for several months. When tested in unipolar configuration satisfactory measurements were observed. It was noted that a large number of inappropriately detected tachycardia episodes were recorded to device memory. Review of associated electrograms (egms) all showed evidence of noise that was recreated with isometric testing though not with pocket manipulation. Device sensitivity was adjusted to filter the majority of the noise while maintaining an adequate safety margin for sensing. There were no adverse patient effects or pacing inhibition observed as the patient is less than 1% rv paced. No adverse patient effects were reported. This system remains in service.